Manufacturer narrative:
Update: (B)(4) 2011 - medical records received. The revision operative report indicates that the post-op diagnosis as loose acetabular component. Notes contained within the records mention a brownish filmy membrane inside the prosthetic head. The complaint was updated. Doi: (B)(6) 2009. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the acetabular component. Notes contained within the pt's medical records mention a brownish filmy membrane inside the prosthetic head.